Event description:
A report was received that the patient experienced discomfort from the permanent implant. The patient underwent a revision procedure wherein one of the leads was explanted. The patient did not feel discomfort after the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.